Event description:
It was reported that the pump display had a pixel issue, which affected the ability to interact with the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Technical support arranged to replace the pump and instructed the customer on using backup therapy to ensure continued insulin delivery. The customer was also given instructions on how to return the problematic pump.